Manufacturer narrative:
Approximate age of device - 2 months. (B)(4). A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding, stroke and infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Information was received indicating the patient had expired on (B)(6) 2015 due to a hemorrhagic stroke. On an unspecified date, the patient was reportedly in the hospital due to bleeding issues and experienced a stroke. At an unspecified time later, the patient's family decided to withdraw support. The patient's pump was not explanted. It was also reported that the patient's anticoagulation regimen was on and off due to history of gi bleeds. The patient's international normalized ratio (inr) goal was 2 to 3 and the patient had an inr of 3.4 at the morning of the reported head bleed. The reported event was not device related. At an unspecified time, the patient had also experienced fungemia and had been treated for antifungals for about a month. A specific date was not provided. No additional information was provided.